Event description:
Event description guidant received information from the patient, that this pacemaker was inappropriately pacing at high rates and that one of the leads was inactivated. The patient questioned whether out of pocket expenses would be paid by guidant.